Event description:
As reported: "exactly 4 months previously, the patient had undergone osteosynthesis using a gamma nail as part of a subtrochanteric fracture of the left femur. After an uncomplicated and timely course, the patient then presented to the hospital in an emergency four months later. Radiology revealed a fracture of the gamma nail in the area where the femoral neck screw was inserted. A revision was then performed. The gamma nail was removed and a long stem prosthesis was implanted. Subsequent timely and normal progression."

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "exactly 4 months previously, the patient had undergone osteosynthesis using a gamma nail as part of a subtrochanteric fracture of the left femur. After an uncomplicated and timely course, the patient then presented to the hospital in an emergency four months later. Radiology revealed a fracture of the gamma nail in the area where the femoral neck screw was inserted. A revision was then performed. The gamma nail was removed and a long stem prosthesis was implanted. Subsequent timely and normal progression."

Manufacturer narrative:
Correction: please refer to section h6 (method, results and clinical signs codes). The implant has not been returned for inspection. X-ray images confirming the fracture and the post-operative nail breakage at the lag screw hole were returned. The reported event could therefore be confirmed. The root cause of the implant breakage could not be determine based only on the images received. The return of the device and medical records of the patient are necessary for a complete investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "exactly 4 months previously, the patient had undergone osteosynthesis using a gamma nail as part of a subtrochanteric fracture of the left femur. After an uncomplicated and timely course, the patient then presented to the hospital in an emergency four months later. Radiology revealed a fracture of the gamma nail in the area where the femoral neck screw was inserted. A revision was then performed. The gamma nail was removed and a long stem prosthesis was implanted. Subsequent timely and normal progression."